Event description:
Rptr states the end user flipped the armrest back and when the user went to put the armrest back in the receiver, the armrest fell backwards and the joystick hit the ground and the user fell between the chair and the bed. The user went to the hosp and was told that there were no bones broken, but there were bruises and sore spots.